Event description:
Customer was contacted through an outreach program to discuss a hospitalization for high blood glucose. Customer was at school when her infusion set fell out. This was in the beginning of may. Customer was vomiting. Customer discovered the issue too late and could not control her blood glucose. She was hospitalized with a blood glucose of 450 mg/dl. Customer was off the insulin pump for about five hours. Customer was advised to call for troubleshooting when needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.